Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the clinician decreased the respiratory frequency and tidal volume, and mechanical ventilation stopped. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.